Event description:
Information as it was reported to ams indicates that the laser experienced error codes 171 and 174 during procedure. The laser shut down and they were unable to continue with the procedure¿. The case was completed with an alternate procedure (bipolar). Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
The reported error codes were verified and determined to be the result of a faulty resonator. The resonator was replaced and system powers and safety feature checked and verified. The system was tested and verified to meet specification.